Manufacturer narrative:
(B)(4). Date sent: 10/28/2020. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11, it was found to be functional. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The manufacturing records were reviewed and the manufacturing / packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u4042t. Additional information was requested and the following was obtained: how was the massive bleeding controlled? The massive bleeding was controlled with a transfixion of suture in the arterial pedicle. Did the patient need a blood transfusion? No. Was the procedure converted to an open procedure? Open the wound again in the patient, because was in the neck. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the specific vessels the device was used on during the original surgical procedure? What was the approximate width of the vessels the device was used on originally? Were there any immediate hemostasis issues in the original surgical procedure when the device was used? Did any alert screens show on the generator during the original surgical procedure? Did the surgeon experience any difficulties with the device intra-operatively? How long after the original procedure was the bleeding identified? How was the bleeding found? What was the approximate blood loss? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the ligation of the right upper pedicle, immediately after sealing in the hemithyroidectomy procedure, in the same surgery room, the patient has a massive expansive hematoma. It is suggested that the harmonic focus scissors did not perform a good seal and hemostasis. Additional intervention was needed after bleeding occurred in the patient. It was successfully closed during the additional intervention surgery.